Event description:
The hospital biomed stated there was no sound or audible tone noticed from the mx40 telemetry device. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The customer reported that no sound, or audible tone was noticed from the mx40.the device was not in use on a patient at the time of event, there was no adverse event reported.